Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm unexpected battery power loss due to critical pump error (open book image) alarm. (B)(4).

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer state that did receive a low battery alert prior to the replace battery now alarm. Customer stated that this was the second occurrence of replace battery now alarm with low battery alert. Customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.